Event description:
During the report of bradycardia and asystole captured in manufacturer's report number: 1644487-2012-03359, the patient's mother indicated that the patient had experienced a similar event when he was initially implanted. This report captures the possible arrhythmia which occurred when the patient was initially implanted. No further information is known at this time.

Event description:
Additional information was received which indicated the patient did not experience any bradycardia or asystole with the initial implant, but in fact experienced these events with the third implant. It was noted that the events were not very frequent. The bradycardia and asystole were determined to be related to vns stimulation. It was unknown if the patient had a medical history of bradycardia and asystole prior to vns implant. It was uncertain if there were any programming changes which led to the event, and no diagnostic history was provided. No additional information was provided. The device was explanted on (B)(6) 2012 due to the battery being at end of service. The explant had no relation to the bradycardia and asystole events.

Manufacturer narrative:
Age at time of event, corrected data: per additional information, it was found that the patient's age listed in the initial MDR was incorrect as the event date is unknown. Date of event, corrected data: per additional information, it was found that the date listed in the initial MDR was incorrect as the event date is unknown. Model, serial #, lot #, expiration date: per additional information, it was found that the incorrect device was reported on the initial MDR. Device manufacture date (mo/day/yr): based on the device reported in this supplemental MDR, the incorrect manufacture date was used in the initial MDR.